Event description:
It was reported that the system displayed an error message and would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned a power supply connector. The system operates as intended.